Event description:
Clinical information: crd_1025 - portico valve-in-valve retrospective registry, patient site ID: (B)(6). It was reported that on (B)(6) 2016, a 23mm portico valve was implanted using a flexnav delivery system during a valve-in-valve procedure. The portico valve was implanted into a previously implanted 23mm non-abbott valve. The route for the transcatheter aortic valve replacement was the right transfemoral artery. Following the implant of the valve, the tavr access route was closed using an angio-seal closure device. The non-tavr access site on the right side was closed with a prostar closure device. 2 sutures were also placed. On (B)(6) 2016, there was bleeding at the access point from the right groin and clopidogrel treatment was paused. Over the next two days there was swelling and a hematoma in the left groin, and the scrotum became swollen. Pain medication was increased. There was no suspicion of bacterial infection. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient passed away due to heart failure. On the label of the 23mm portico valve, the expiration date was listed as 18 february 2017 instead of 19 february 2016.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bleeding at the access point from the right groin while delivery system was mobilizing in the patient, swelling and a hematoma in the left groin, swollen scrotum and patient death due to heart failure was reported. The patient's medical history included aortic valve replacement, coronary artery disease, coronary artery bypass graft, hyperlipidemia and hypertension. Based om information received from field, there was no blood transfusion required and there was no suspicion of bacterial infection. Field indicated that pain medication was increased. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the portico valve was implanted into a previously implanted 23 mm non-abbott valve. Please note that per the instructions for use, "the portico¿ valve, shown below (page 2), is designed to be implanted in the native aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve."

Manufacturer narrative:
An event of bleeding at the access point from the right groin while delivery system was mobilizing in the patient, swelling and a hematoma in the left groin, swollen scrotum and patient death due to heart failure was reported. The patient's medical history included aortic valve replacement, coronary artery disease, coronary artery bypass graft, hyperlipidemia and hypertension. Based om information received from field, there was no blood transfusion required and there was no suspicion of bacterial infection. Field indicated that pain medication was increased. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the portico valve was implanted into a previously implanted 23 mm non-abbott valve. Please note that per the instructions for use, artmt600115937 - a, "the portico valve was implanted into a previously implanted 23mm non-abbott valve. Correction: d4.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2016, a 23mm portico valve was implanted using a flexnav delivery system during a valve-in-valve procedure. The portico valve was implanted into a previously implanted 23mm non-abbott valve. The route for the transcatheter aortic valve replacement was the right transfemoral artery. Following the implant of the valve, the tavr access route was closed using an angio-seal closure device. The non-tavr access site on the right side was closed with a prostar closure device. 2 sutures were also placed. On(B)(6) 2016, there was bleeding at the access point from the right groin and clopidogrel treatment was paused. Over the next two days there was swelling and a hematoma in the left groin, and the scrotum became swollen. Pain medication was increased. There was no suspicion of bacterial infection. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient passed away due to heart failure.